Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hemorrhoidectomy. According to the reporter: the unit did not apply the staples but cut the tissue. No reinforcement material was used. It was necessary to complete the surgery with manual suture. There was an extension of the surgery time by more than 30 minutes and an extension of the hosp stay (the day after the expected).